Manufacturer narrative:
The detachable handpiece is in transit to the manufacturer and has not been received on 1/2/2019.

Event description:
Detachable handpiece temperature sensor malfunction during energy delivery. The handpiece is pending return for further testing and root cause analysis. Adult, female experienced a partial thickness burn requiring professional medical management.

Event description:
The trusculpt ID was returned to cutera for comprehensive inspection and testing. The trusculpt ID console behaved as intended, was not defective, and did not malfunction in any way.